Event description:
The customer reported to incidents of posterior capsule holes. Multiple attempts were made for sample return and more info on the events with no response to date.

Manufacturer narrative:
No sample was returned for eval. The root cause of the pt event cannot be determined in this investigation. This report was mailed to the FDA on 08/15/2008.